Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No prime anomaly or error alarms noted during testing. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer had been experiencing high blood glucose levels for two days. While conducting troubleshooting for high blood glucose, the patient noticed that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.